Manufacturer narrative:
The recipient's edema reportedly repeated. Revision surgery was performed once again.

Manufacturer narrative:
The recipient was reportedly hospitalized to treat the edema. The recipient is currently wearing the device.

Manufacturer narrative:
The recipient's edema is reportedly still continuing.

Manufacturer narrative:
The recipient is reportedly experiencing edema following revision surgery, however, the cause is unknown. The recipient will continue to be treated. The recipient will not undergo revision surgery. Additional information regarding treatment details will not be provided.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced device migration due to recurrent hematoma and edema. The recipient was prescribed treatment, however, the issues did not resolve. On (B)(6) 2018, the recipient underwent re-positioning surgery.

Manufacturer narrative:
On (B)(6) 2018, the recipient reportedly underwent surgery to remove a cystic lesion around the implant site.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's edema reportedly resolved. The external visual inspection revealed the electrode was severed near the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient is healing well.

Manufacturer narrative:
The recipient reportedly underwent revision surgery on (B)(6) 2018.